Event description:
During surgical procedure 3-clave anesthesia IV tubing became disconnected at one of the claves. It was immediately reconnected and taped together for remainder of procedure. Upon arrival to pacu, the tubing was changed. At that time a second clave connection was found to be use.